Manufacturer narrative:
Concomitant medical products: 511212 lead, implanted: (B)(6) 2013. 4076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about two weeks after a routine device replacement procedure, the patient experienced a pocket infection and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.